Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction noted in the complaint; user has high glucose value. MFR acknowledges lateness of the report, per internal corrective action. This report should have been identified as reportable within 30 days of the identification ((B)(4) 2015).

Event description:
Consumer complained of "hi" blood results. Expected blood glucose results fasting range from 100 mg/dl - 200 mg/dl. Customer feels well, no symptoms observed and medical intervention is not required at this time. Customer performed back to back blood test, 600 mg/dl and 552 mg/dl. Verified storage of the test strips is within specification since they are kept in bedroom. Confirmed test strips expire 07/31/2017 and open vial date is about two weeks ago. Recall test results performed (fasting/before meals/after meals) from meter memory. No adverse event reported.